Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. This was confirmed via fluoroscopy. It was also reported that a year ago, this ra lead was cut during valve surgery. This event was not reported and no intervention made at that time. It could not be confirmed if conductor was exposed. The patient has atrial fibrillation (af). This ra lead was surgically abandoned. No additional adverse patient effects were reported.